Event description:
It was reported that a minicap transfer set had a connection issue; further described as difficult to connect to the non-baxter catheter. This occurred during use of the devices for peritoneal dialysis therapy. The titanium adapter was still used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.